Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case there is nothing that indicate that the nerve problems, experienced by the patient, are related to the ankylos product. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient received one implant ((B)(4)) ankylose c/x b11/d4.5/l11 ref 31010430, lot unknown, in position 30 (fdi 46) on (B)(6) 2021. According to the information in the complaint the patient reported numbness and the implant was removed on (B)(6) 2021.